Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav variable eco catheter, model # d-1343-01-s, lot # 17652774l, pentaray nav eco catheter, model # d-1282-11-s, lot # 17652908l, carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cerebrovascular accident (cva) requiring no medical or surgical intervention. After transseptal puncture, the smarttouch sf, lasso and pentaray catheters were positioned in the left atrium and pvi was performed. Procedure was completed without issues. Post-procedure, the patient developed a cerebral infarction. No treatment was provided. There is no information regarding extended hospitalization or patient outcome. Physician's opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. Physician indicated that the adverse event may have been related to excessive ablation in one location. There is no information regarding spi value, catheter proximity, or catheter zeroing.